Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered error 40096 at start up. Technical support engineer (tse) guided the customer through a hard power cycle but the issue remained. Customer reviewed the error logs on the vision side cart (vsc) and confirmed error 311. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the system in an error state. The fse re-downloaded software version 1.2.0 to the system. After the download was completed, the system returned to a ready state with no errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.